Event description:
It was reported that during an arthroscopic surgery the surgeon applied additional mechanical strength and the item broke. The broken item was replaced by another one.

Event description:
It was reported that during an arthroscopic surgery the surgeon applied additional mechanical strength and the item broke. The broken item was replaced by another one.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation, however, this product does not correlate with the complaint description. The complainant stated that the inserter broke however, as seen in the photos provided the returned inserter is completely intact. After the device was returned to, additional feedback was requested to clarify if the customer meant that the anchor broke instead of the inserter, however the customer insisted that the inserter is what broke during the procedure. As this device is designed to "break" and the "broken" section functions as the anchor, another email was sent explaining this and asking for further clarification, but the response from the customer was only that the surgeon was experienced with the product. In addition, the photos show a close up of the area where the anchor is designed to break off and it appears as though it was a clean break which would indicate that the anchor functioned as intended. The failure mode cannot be confirmed with the information available at this time. If more detailed information from the customer becomes available a follow up report will be issued. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.